Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise resulting in pacing inhibition and asystole for more than two seconds in duration. Although the patient is pacemaker dependent they were asymptomatic. The device sensitivity was reprogrammed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.